Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Event description:
The customer received questionable results from coaguchek xs meters serial numbers (B)(4) compared to the results from a laboratory using stago neoplastin reagent. The customer used both test strip lot 36887712 (expiration date 31-may-2020) and test strip lot 35349914 (expiration date 30-apr-2020). The customer did not know which meter or test strip lot was used for each comparison. Of the data provided for 20 patients, only the results for eight of the comparisons were discrepant. Patient 1 meter result was 4.9 inr and lab result was 3.4 inr. On (B)(6) 2018, patient 2 meter result was 4.8 inr and laboratory result was 3.3 inr. Patient 3 meter result was 4.1 inr and the laboratory result was 3.1 inr. Patient 4 meter result was 2.6 inr and the laboratory result was 2.6 inr. On (B)(6) 2018, patient 5 meter result was 5.6 inr and the laboratory result was 3.6 inr. On (B)(6) 2018, patient 6 meter result was 3.8 inr and the laboratory result was 2.8 inr. Patient 7 meter result was 6.4 inr and the laboratory result was 4.4 inr. Patient 8 meter result was 6.0 inr and the laboratory result was 4.4 inr. There was no allegation of an adverse event. The patients had no anemia, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no bleeding or bruising, and no changes in diet or medication. The customer said some of the patients could be on plavix but was not sure which patients. Relevant retention test strips (lot 368877 and lot 353499) were tested in comparison with the master lot coaguchek xs pt (ml 13 #286321-80 recal. Rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The corresponding retention material complies with the specification.